Event description:
During a heart cath procedure, the coronary catheter kinked. The physician was unable to torque the catheter and engage the left coronary artery system. Physician feels that this is a design flaw in the catheter because it has happened before with this same catheter.